Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal battery depletion, insulation damage was noted on right ventricular lead body near the ICD header connection. The damage was repaired with medical adhesive and suture sleeve. Despite the elective device exchange, the battery discharge overtime by the high voltage therapy was thought to be contributed by high threshold. The patient was in stable condition and will continue to be monitored via the merlin@home system. The serial number of the lead was requested but not available.